Manufacturer narrative:
Refers to the main device. Other components include: product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer's representative regarding a patient who was receiving 25 mcg/ml of fentanyl at 1.201 mcg/day via an implantable pump for non-malignant pain. On (B)(6) 2017, it was reported that a drug-related programming error occurred. It was reported that the wrong drug concentration was entered. The pump was programmed to 50 mg/ml at 2.402 mg/day but the pump was actually filled with 25 mg/day. It was calculated that the patient was actually receiving 1.201 mg/day. No symptoms were reported. Additional information was received on (B)(6) 2017 from the manufacturer's representative (rep). It was confirmed that the patient's hcp reported the event to the rep on (B)(6) 2017. The patient's nurse practitioner first observed the discrepancy at the patient's follow-up appointment. The programming issue had been corrected. No further complications were reported.